Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as the patient twiddled the device and lead. The rv lead was successfully repositioned. No additional adverse patient effects were reported.